Manufacturer narrative:
No device model or lot numbers are available; all devices were discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A lead extraction case commenced to remove 3 leads: one right ventricular (rv) lead and two right atrial (ra) leads due to non function/redundant lead. Reportedly, when the rv lead was removed from the patient, the patient's blood pressure dropped. Rescue measures commenced immediately. A transesophageal echocardiogram (tee) was performed, and a source for the bleeding could not be found. However, after rescue efforts commenced, the patient's blood pressure dropped even further, according to report. A sternotomy was performed; patient stabilized, procedure finished, and the patient's chest was closed. After completion of the procedure, the staff noticed there was blood coming from the chest tube canisters. The patient's blood pressure then dropped again. A repeat sternotomy was performed; again, with no source of bleeding detected. Patient was stabilized and chest was again closed. At last report, patient was stable, bleeding continued, but source of bleeding not identified. It was reported that they had been using the spectranetics tightrail sub-c rotating dilator sheath prior to the patient's blood pressure dropping, but the pressure didn¿t drop until a minute or so after the lead was out.¿ rep stated that patient's inr was 6, so reportedly, bleeding could happen easily. The physician thought was that the bleeding could be coming from the subclavian area, due to a lot of bleeding in the pocket area. However, this information could not be confirmed.